Manufacturer narrative:
Based on the information provided by the customer, the remote service engineer (rse) concluded that there was a problem with the power switch overlay. The rse advised the customer to replace the power switch overlay and provided the part identification. Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received later, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 10jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.